Manufacturer narrative:
Evaluation summary: all available information was investigated, and the reported leak at the lever could not be replicated in a testing environment as the lock lever was identified to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported leak appears to be related to the identified broken lock lever. The investigation determined the broken lock lever appear to be related to a potential product quality issue. The investigation is ongoing. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of the clip delivery system (cds), a leak was noted in one of the levers. The cap was closed, but the device was still leaking; therefore, it was replaced with a new one to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.